Event description:
It was reported that when the device was pulled from the shelf, the packaging was damaged. There was no patient involvement.

Manufacturer narrative:
Date sent: 12/19/2008. Blister cracked. Eval summary - there was one device/package received. The package was received with the blister cracked on the side opposite of the peel tab area. It should be noted, each device/packaging is visually inspected during the packaging process and damage of this magnitude would have been detected. The damage to the package occurred outside of the packaging facility. The batch history records were reviewed with no protocols, defects, non-conformance or quarantine noted for complaint issue.